Event description:
My name is as per email address , in 2014 I was fitted with a medtronic spinal cord stimulator, it gave a lot of problems, and stopped working completely in 2019, and was removed in (B)(6) 2024 , by an irish health care provider, I made numerous complaints about chronic headaches in which I never had before, after the device was adjusted by a medtronic engineer at the hospital, then I was informed I had the wrong leads fitted , and I could not have an MRI , to have a brain scan in 2021 I suffered I stroke, I asked for help many times , I was but on the long finger as one say. In (B)(6) 2025, I suffered and extremely bad stroke again, but medtronic never bothered resetting the device, before my surgery of removal of the device, so I believe whatever nerves have been programmed in 2019 were never reset. I was informed in 2024 by a medical college professor that my device was recalled in 2016 by the FDA worldwide. I was never told this by the medical team, or consultant or medtronic and essentially the hospital. I would like if the FDA could confirm this for me, I am going to supply the model no of the device. Please see attached. This device has destroyed my life, I believe it was the cause of my 2 strokes, I can¿t spell properly and my mathematical ability, is no more and the pain I have in my 2 shoulders arms and hands runs me down like a battery, after the removal, and can¿t work as I¿m not dependable anymore. I would like to know why I was never informed of the recall.